Event description:
A universal high torque drill was sent for eval due to overheating during a procedure. The procedure was completed successfully without incident; no adverse event was associated with the device.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation is completed.